Event description:
Had 19 caps made by a lumineer lab using cerinate material. This lab was selected by the dentist. This lab also made the caps incorrectly the first time and had to re-do the caps as requested by the doctor and pt. The cerinate has proven to be faulty in its function and durability as a tooth cap. Numerous complaints have been reported to the dentist, a lumineer specialist. Two root canals, on 2 different occasions, have had to be performed on 2 different teeth, both covered by a lumineer cap. It has been reported by television that cerinate has been found to be faulty as reported in the news, 2008. The MFR, lumineer, inc. Has been contacted as well. I need your help. Lumeneer caps on 19 teeth. Dates of use: 2007 - 2008.